Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removed). At the time of the report, the perforation, device dislocation and oophorectomy outcome was unknown. The reporter considered device dislocation, oophorectomy and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and oophorectomy ('oophorectomy') in a female patient who had essure (ess205) inserted. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy, right salpingo-oophorectomy left salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the perforation, device dislocation and oophorectomy outcome was unknown. The reporter considered device dislocation, oophorectomy and perforation to be related to essure (ess205). The reporter commented: as per mr (B)(6) 2011 procedure: exploratory laparotomy, supracervical hysterectomy, right salpingo-oophorectomy and left salpingectomy. (B)(6) 2015 laparoscopic left salpingooophorectomy, and a trachelectomy and adhesiolysis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: product code change from 305 to 205. Essure insertion and removal date was added, reporter was added, consumer dob was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the perforation, device dislocation and oophorectomy outcome was unknown. The reporter considered device dislocation, oophorectomy and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Ms marked for event device dislocation and oophorectomy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.